Manufacturer narrative:
Film evaluation summary: the reported infolding of the bifurcate was confirmed; however, the exact cause could not be determined from the films provided. Images during implant were not available for review. Pre-implant films revealed that the proximal neck was long (6cm) and extensively calcified circumferentially, with a resulting flow lumen diameter that ranged from 23 ¿ 25mm from the renals continuing down to the level to where the bifurcate flow divider was implanted. It appears most likely that device oversizing, implanting a 32mm bifurcate into the long and calcified 23 ¿ 25mm lumen diameter proximal neck, led to the radial infolding and resulting proximal type I endoleak. It is unclear if not ballooning the seal zone during implant may have also contributed to the infolding, and if the reported patient leg claudication is related to the infolding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck diameter was noted as 27mm. It was reported 2 weeks post the index procedure follow up CT identified infolding of the bifurcate stent graft. It was noted this was not seen on ivus during the index procedure or that the physician did not perform ballooning of the proximal seal zone. It is also reported the patient has symptoms of leg claudication. Per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient will be monitored.